Manufacturer narrative:
Submit date: 08/15/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the product is linting.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint therefore an examination of the issue could not be made. A review of the device history record was not performed during this investigation as the lot number provided with this complaint was incorrect. All device history records are reviewed and approved by quality prior to release of product. Because there was an incorrect lot number, a date of manufacture could not be determined. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If correct lot number or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.